Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp solution set leaked at the clearlink injection site; further described as "leak at the base of the air chamber ". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.